Event description:
It was reported that during an unknown procedure the jaws would not open properly. They were 'jamming'. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v94g5m. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with yielding on the articulation joint. As a result of this the jaws could not be opened as the I-blade did not move back or forward. In addition, it was received the jaws damaged at the proximal side. The device was connected to the generator but due to the condition of the device not all functional testing could be performed. It is possible that this type of damage can occur after the device undergoes heavy loading. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.